Manufacturer narrative:
E1 - complete initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, the subject flex resection sheath device had a chipped tip. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d2a - common device name corrected to resection sheath the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the chipped tip malfunction: degradation; component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to section h6- adverse event problem in the previous initial MDR report submitted under report no. 9610773-2025-08238-00. Upon review of complaint record, in section h6 field, the health effect - clinical code was incorrectly noted as e2401 - insufficient information and the health effect - impact code as f24 - insufficient information. Please refer to the updated section h6- adverse event problem for the updated information.